Event description:
It was reported that the patient experienced palpitations from supraventricular tachycardia at pacemaker-mediated tachycardia. The patient was hospitalized and diagnostics included laboratory, echocardiography, and implantable cardioverter defibrillator (ICD) interrogation. The ICD was reprogrammed and remains in use. The patient is enrolled in the (B)(4) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).